Manufacturer narrative:
Concomitant medical products: product ID: 041829, lot# n167109, implanted: (B)(6) 2010, product type: accessory. Product ID: 3889-28, lot# v514031, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The consumer reported that the patient got knocked off their feet while walking into a department store 3 to 4 years ago. The patient generally turned the therapy off when walking through security gates. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.